Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance trends have ranged from 90 ohms to the now out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The impedance trends have ranged from 90 ohms to the now out of range values of 127 ohms. At this time, the system remains in service and the patient is being monitored. No adverse patient effects were reported. It was reported that this rv lead and ICD exhibited continued high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported.